Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, but before being used on a patient, it was observed that the clutch on the small battery drive device sounded like it was going. It was reported that there was a five minute delay in the procedure and an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that ¿the ¿clutch¿ sounds like it is going¿ was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger was sticking. It was also noted that there was an unknown substance on the internal components, and corrosion on the back end of electric motor. The assignable root cause for this condition was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.